Manufacturer narrative:
This report is being submitted, to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. The following reportable malfunctions were identified, during the device evaluation: camera cable has a watertight defect, there is flooding in the main unit imaging, scratch (hole) on the camera cable. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited camera cable has a watertight defect, there is flooding in the main unit imaging, scratch (hole) on the camera cable. There was no patient involvement.